Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 439888 lead implanted: 2014 (B)(6); 5554-53 lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) encountered a power on reset. The patient was hospitalized. The device remains in use, however, there is planned intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Analyst commented, por occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.